Event description:
It was reported that a patient was burned on both forearms during a scan and blisters formed. They were the size of half dollars. The technologist stated that during the scan, the patient had direct bore contact with both forearms. The operators manual states that burns can result from direct bore contact. The patient needs to be padded to prevent burns.